Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy with a prismax machine, several alarm conditions were triggered and after the heparin syringe was changed, the alarms continued. After a few minutes, the heparin syringe was noted to be completely empty. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available for evaluation. The technician reviewed the machine logs which revealed that after the syringe was changed, the syringe force was zero, then became positive and then became zero again which indicates the siringe was not installed correctly. As a result of the negative filter pressure, the anticoagulant fluid content of the syringe was suck completely into the extracorporeal circuit. A t1298 alarm_syringe_force_low alarm was correctly triggered by the machine as a result of the negative filter pressure. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition of inaccurate delivery was verified. The cause of the condition was determined to be related to use error and the improper locking of the syringe. Should additional relevant information become available, a supplemental report will be submitted.